Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consume reported needle clog during injection. Consumer does not re-use. Lot #: 0203719, catalog #: 320550, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (5) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. The consumer reported needle clog during injection. All 5 pen needles were examined, and it was observed that all 5 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged, as reported. Since all 5 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consume reported needle clog during injection. Consumer does not re-use. Lot #: 0203719. Catalog #: 320550. Date of event: unknown.